Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported physical resistance and subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. The 3.5 x 16 mm graftmaster stent was used for treatment of a perforation that occurred sometime during the procedure. Resistance was felt during advancement of the graftmaster stent delivery system through the lesion and after deployment of the stent it was observed that the perforation was not fully covered by the stent and had a small leak distally. A balloon catheter was advanced to the area of the perforation and was inflated and held for long balloon inflations which successfully sealed the perforation. No additional information was provided.